Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample and one companion sample were provided for evaluation. Review of the photograph and visual inspection of the companion sample was performed and showed a separation between the female connector and main body. Leak, clear passage, and clamp function testing were performed on the companion sample and no leaks or issues were observed. The reported condition was verified. The cause of the separation was determined to be a manufacturing related issue caused by inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; further described as ¿twisted rubber¿ was visible in the middle of the set. This occurred after disconnecting from peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.